Event description:
The device was used during an unspecified procedure. Reportedly, the safety shield did not retract to penetrate tissue. The surgeon used another instrument to complete the procedure. No pt injury reported.